Manufacturer narrative:
Updated the device problem code and health impact code.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device has a touchscreen problem. There was no reported patient involvement; therefore, no patient or user health consequences or impact occurred.